Event description:
The stent was found to be damage during inspection. The stent was removed and replaced. The patient was not impacted. Manufacturer response for coronary stent system, 2.00 x 18 mm onyx frontier rx coronary stent system (per site reporter).